Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer tested multiple drawers and cubies on the main and auxiliary units, as well as the tower doors. The system functioned as intended after the field service engineer completed the tests.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed drawer icon. The customer reported that there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.